Event description:
Boston scientific received information that this patient with an implantable pacemaker exhibited sudden brady response (sbr) along with syncope episode which occurred with av search hysteresis. Lower rate limit (lrl) was at 70 ppm. Boston scientific technical services (ts) discussed troubleshooting options such as modifying the lrl and therapy rate offset. Additional information was received indicating that the physician believed that the patient's symptoms could have been due to the atrioventricular (av) delay stretching out too far. Hysteresis was deactivated and modified the sbr by extending the duration. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.